Event description:
A malfunction was reported on the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer successfully completed, as the issue did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue happens again.